Event description:
Staff members had to initiate cardiopulmonary resuscitation (CPR) on a patient. During the emergency, staff activated the red CPR lever on the bed frame (arjo citadel plus) but did not disconnect the CPR tubing from the maxxair ets pump, which prevented the mattress from fully deflating. The patient expired following the CPR attempts. The arjo clinical specialist was informed of the event not immediately after it occurred, but later during rounding at the rehabilitation facility.

Manufacturer narrative:
B3. Date of event estimated based on the awareness date. D4. No UDI information is available, the device was manufactured before UDI implementation.